Manufacturer narrative:
One device was returned for evaluation. Visual inspection revealed the bottom case cracked in the back and the left plunger case damaged. The event history log confirmed a ¿check syringe plunger¿ sensor error occurred. Functional testing was able to replicate the reported issue as the left plunger case was broken. The root cause was determined to be the broken left plunger case. The left plunger case was replaced as well as all the plastic parts of the plunger head. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device exhibited a system failure. It is unknown if there was patient involvement, no adverse patient effects were reported.

Manufacturer narrative:
Event date unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.